Event description:
Customer reported pump failed volume testing during biomed testing. Pump programmed to administer 60ml/hour. Pump overinfused more than the specified 6% accuracy. No pt involvement has been reported at this time. Pump will be sent to baxter's repair center for evaluation.

Manufacturer narrative:
Device has been requested for evaluation. If device is received and an evaluation performed, a follow-up report will be filed.